Event description:
According to the information received, the patient requested intrauterine device (iud) removal two days after menstruation ceased. B-ultrasound showed downward displacement and incarceration of the intrauterine device. After all preoperative preparations were completed, hysteroscopic removal of the incarcerated intrauterine device was planned. The patient was sent to the operating room after preoperative preparation. Preoperative inspection of surgical equipment and instruments showed no abnormalities. Routine disinfection and anesthesia were carried out before the surgical equipment was powered on. A blue screen appeared with "loading" displayed at the bottom center of the screen after startup, and the device remained frozen on this page with no access to subsequent operations. The operation was immediately shifted to another operating room and completed smoothly. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Under user's discretion the device will not be returned to the manufacturer for evaluation. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).